Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). Calibration and control data were acceptable. A general reagent issue can be excluded. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable high results for samples from three patients tested with bil-d gen.2 on a cobas c 503 analytical unit. A physician questioned the results based on the clinical status of the patients. The results were elevated, but it was expected that the results would be below 5 umol/l. A sample from the first patient resulted in direct bilirubin values of 15.5 umol/l and 15.6 umol/l. A sample from the second patient resulted in direct bilirubin values of 8.6 umol/l and 8.9 umol/l on (B)(6) 2026. A sample from the third patient resulted in direct bilirubin values of 5.9 umol/l and 5.97 umol/l on 0(B)(6) 2026.